Event description:
An endeavor spring rapid exchange (rx) drug eluting stent was implanted in the mid lad to treat the target lesion. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted overlapping to treat complications of a dissection after the initial stent implantation. At 1 month and 6 month follow-up, patient was asymptomatic/free of symptoms. At 1 year follow up, patient's current cardiac status was stable angina. At 1.5 year and 2 year follow-ups, patient was asymptomatic / free of symptoms.

Manufacturer narrative:
(B)(4): evaluation results: (dissection).